Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: 1. Please provide lot number. 2. Status of product return. The lot number is not confirmed at this time, and I am waiting for the details from the site. I have been informed that representative samples are available for return, however the hospital needs to follow their internal process first before these will be made available for return and investigation. The product will be returned as soon as it has been made available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unspecified vascular procedure in 2024 and suture was used. It was reported that 6 each sutures, broke in a row during the procedure. The surgeon stated that the nursing staff handled the sutures as they normally do, and that the sutures broke during routine use. There were no adverse patient consequences. Additional information has been requested.